Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: additional information from the sales representative indicated that this is no longer reportable since the device had no allegations. Please disregard report number 2124215-2023-11170. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.